Event description:
It was reported that a patient's blood glucose levels (bg) reached 500 mg/dl, while wearing the pod between 4 and 24 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod. The pod was leaking.

Manufacturer narrative:
The unexposed portion of the soft cannula was observed to be torn and leaking 0.24 inches from the nail head, causing corrosion, insufficient batteries, data loss and a failure to deliver insulin. Due to the internal cannula damage, the external portion of the cannula could not be tested for leaks to confirm the reported leaking during wear.